Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly ruptured and contrast medium leaked. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation and both visual and microscopic evaluations completed. There were two circumferential ruptures of similar size, measuring approximately 1mm in length, noted along the same axis at the distal marker band area of the balloon. A video was also supplied of the reported issue. It is seen that during the balloon inflation process fluid is seen leaking from the balloon in the vicinity of the distal marker band. This is indicative of a balloon rupture. The result of the investigation is confirmed for the reported balloon rupture issue. The root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications, video review and sample evaluation. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter that are cleared in the us. The pro code and 510k number for the savvy long pta dilatation catheter is identified in d2 and g5. H10: d4(expiry date: 01/2023), g4, h6 (method: 3331). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however, video has been provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023). The catalog number identified has not been cleared in the us but is similar to the savvy long pta dilatation catheter that are cleared in the us. The pro code and 510k number for the savvy long pta dilatation catheter is identified. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly ruptured and contrast medium leaked. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.